Event description:
The customer reported that while the unit was in use on a pt, they observed that intermittently, the ref line key's led indicator light was illuminated on the keypad indicating that the key was pressed. This prevented use of any other key's on the keypad. The pt was switched to another unit and therapy was continued. No pt injury was reported.